Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What device was used with these reloads? Was any issue noted with staple formation? How long post-operative did event occur? Was buttressing material used? How did patient present? What was the specific site of the bleeding? What is the current patient status?

Event description:
It was reported that the patient had a thoracic lobectomy and the patient had a post op bleed on the lung. Not sure if from stapler line or from above the staple or below stapler line. A surgical procedure was performed to resolve the bleeding.

Manufacturer narrative:
(B)(4). This report is a duplicate has already been reported under 3005075853-2018-09994.